Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device that would indicate the needle deploying early. The device data showed the device operated correctly, running 46 first prime pulses and was deactivated at 3652 pulses. No issues were noted that would result in a needle mechanism failure. The download data did not show any timeouts or drive stalls during the run.

Event description:
It was reported that the needle deployed early and that the pod was never worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.